Manufacturer narrative:
The patient medical history was received and evaluated. It was reported that x-ray indicated implant penetration into other structures, probably sinus. The x-ray was not submitted for evaluation. It is not known whether the penetration occurred when the site was initially prepped. Infection, perhaps due to sinus penetration , remains the probable cause of failure.